Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager controller and detent needed replacement. A technical support specialist informed the field service engineer to replace the remote manager controller and detent, the detent was replaced first, and testing began. The remote was working, but during a medication pull by the user and the remote manager controller was changed. The technical support specialist resolved the thermal printer issue by re-installing the drivers. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es remote manager, it was slow to access the fridge, and the thermal printer printing slow. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to slow access to the fridge and a slow thermal printer. A field service engineer replaced the detent and remote manager controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be created if additional information is received from the customer.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager was slow to access the fridge and the thermal printer was slow when printing. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.